Event description:
During the procedure, a physician used a wilson-cook zilver expandable metal biliary stent system to successfully place a stent in the common biliary duct. When removal of the introduction system was attempted, the distal portion of the introducer detached inside the accessory channel of the endoscope. The physician facilitated removal by removing the endoscope after the stent had been deployed. The pt was reported to be in stable condition.